Event description:
A physician reported a pt who was originally skin tested in 1989 and has rec'd multiple treatments without event. On 27 august 1998, the pt was treated in the glabella and the nasolabial folds. The physician noticed no sudden blanching or color change. Later that same day the pt noticed a tiny bruise at the glabella. Within the next 24 hours, the glabella became swollen, red and tender. The pt also noted some swelling of the eyelids. On 29 august 1998, the pt began to have pain in the glabellar region, and also noted systemic symptoms of a severe headache, nausea, perspiration and fever of about 101f. The pt went to a local emergency room (exact location/physician not noted) that day and was prescribed oral cephalexin and an ointment. On 1 september 1998, the pt was seen examined by the physician who noted, oozing, scabing, oozing, redness, swelling and tenderness at the glabellar treated region. The pt had swelling and redness which extended upward from the glabella toward the hairline; about one inch in width. There were no symptoms at the nasolabial treated sites. The systemic symptoms had resolved. The medications were continued along with vinegar and water compresses. The physician diagnosed a necrosis with related systemic symptoms. The pt was examined on approximately 10 september 1998; the symptoms at the treatment site were resolving, possibly without scarring. As of 23 september, the pt had not been re-examined, and no further medical or surgical intervention prescribed or planned.